Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3,000 ohms. P-waves were observed on the ECG, but there were no atrial sense markers on the electrograms. Atrial pacing output was increased with no pacing spike observed. Due to the out-of-range impedance measurements, the undersensing, and the pacing failure, a lead fracture was suspected. The physician elected to reprogram the device to vvi mode and deactivate the ra lead. No revision procedure was planned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted but abandoned electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.